Event description:
The customer reported the system displayed an error and shut down, and will not reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and provided the customer with a repair quote. No conclusion can be drawn as repair info is unavailable.